Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient needed their implanted neurostimulator (ins) replaced and the leads were revised/removed and replaced on (B)(6) 2016. No symptoms reported. It was noted there were no complications during the surgery. A manufacturer representative (rep) did spinal cord stimulator testing and the patient received good appropriate sensation and feeling of stimulation in all the appropriate areas involving their right upper extremity. It was confirmed impedances were checked and confirmed to be appropriate following the surgery.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID: 3778-75 (serial: (B)(6)); product type: 0200-lead; implant date: (B)(6) 2010; explant date: (B)(6) 2016. Product ID: 3778-75 (serial: (B)(6)); product type: 0200-lead; implant date: (B)(6) 2010; explant date: (B)(6) 2016. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.